Manufacturer narrative:
(B)(6) 2019 additional information received-medical adhesive was used to repair lv lead during device changeout on (B)(6) 2016. It was used to repair an insulation breach near the connector pin. The lead later fractured so it was subsequently extracted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
7/3/19 - additional information received-medical adhesive was used to repair lv lead during device changeout on (B)(6) 2016. It was used to repair an insulation breach near the connector pin. The lead later fractured so it was subsequently extracted and replaced.

Event description:
This lv lead was explanted and replaced due to fracture. Should additional information become available, this file will be updated.